Manufacturer narrative:
Product complaint (B)(4). Investigation summary: update 29-jun-2021: the investigation was re-opened upon receipt of the device. Examination of the returned device found the femoral head to be worn. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot :the alleged adverse symptoms, and the product code reported, are associated with the articulation between depuy metal-on-metal products. Therefore, a complaint database search and/or device manufacturing review will not be performed for the reported product associated with this investigation. Corrected: h3

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. An investigation performed by a third-party laboratory found evidence of wear and corrosion, however, this could not be confirmed by depuy without the sample to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the alleged adverse symptoms, and the product code reported, are associated with the articulation between depuy metal-on-metal products. Per wi-3430, it has been determined that should additional reports be identified for related metal-on-metal complications, a device history record (DHR) review is not required. Therefore, a complaint database search and/or device manufacturing review will not be performed for the reported product associated with this investigation.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2009 via tha. On (B)(6) 2021, the patient climbed a nearby mountain, then, on (B)(6) 2021, he felt uncomfortable at hip joint. It was found the dislocation of the head by x-ray at the his neighborhood hospital, he was transferred to (B)(6) hospital. The patient had no problem until (B)(6) 2021, and he is in the hospital with the dislocation of the head now. He has difficulty in walking. The revision surgery was performed on (B)(6) 2021 as planned. The patient underwent general anesthesia. The surgeon made about 20cm incision from a posterior approach, checked inside of affected joint, he found slight black discoloration of soft tissue. The surgeon removed discolored soft tissue about 10cm x 7cm. After that, the surgeon removed the dislocated head with a kocher forceps, and removed the liner with an extractor for liner. It took about half an hour to remove the liner, however, removing was completed successfully. The size of the explanted liner was the same as the liner that had been confirmed before the surgery (p/n: 121887354, size: 36mm/54mm). The surgeon irrigated the affected area, and inserted trials. After checking repositioning, finally, the surgeon implanted new liner (size: 32mm, inside diameter: +4, 10 degrees) and new head (size: +3). The revision surgery was completed successfully.